Manufacturer narrative:
Reported event: an event regarding wear involving a distal humerus replacement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: the implant in situ was for distal humeral replacement which was inserted on (B)(6) 2015 and re-bushed in 2021. The surgeon now reported a worn distal humeral condyle. The x-ray images provided show that the humeral and ulnar components are in place and aligned, and the elbow joint is engaged. No clear sign of component worn is observed. Therefore, radiographic review cannot confirm the clinical report. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient prescription form has been received requesting a revision device due to a worn distal humeral condyle (right).

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient prescription form has been received requesting a revision device due to a worn distal humeral condyle (right).